Event description:
N/a

Manufacturer narrative:
Updated fields. Additional information provided: the eds 3 csf external drainage system was replaced; however, the ventricular catheter (ID 821735) was not replaced. The event led to less than 30 minutes surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h3, h6, h11. The evd (codman eds 3 csf external drainage system - ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to a problem in the connection between the patient line and the eds system. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a neurosurgery resident was flushing patient's evd (codman eds 3 csf external drainage system - ID 821735). The resident and the bedside rn noticed the codman tubing had a leak in it. There was no drainage/ leakage noticed prior to this incident and no drainage noted on sheets. A new codman eds 3 csf external drainage system was placed.no additional information has been received after several attempts.